Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). It was reported to (B)(6) via fax that when flushing and aspirating using the 10 ml ns syringe the blood went past the plunger into the empty tube. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).